Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the ins was implanted in the pt's back and when they sat down, it caused pain. Also reported that the device was sticking out of the skin on their back. Following implant, the pt had an infection which they treated with saline water and bandages. The infection resolved. In f/u reporting, the hcp noted that there was malposition of the generator which caused the event. There was wound dehiscence with exposure and contamination of the generator. The device was explanted. The wound remained opened and healed by secondary intention without sequelae. The stimulator was replaced in a better location. Pt outcome was recovered without sequelae. See MFR's report # 3004209178-2011-03069.